Event description:
Physician called stating pt returned following dermatological facial procedure with an apparent reaction at the incision site. Seven days following basal cell excision, pt returned for post operative visit noting redness and swelling of the incision site. Swelling persisted with some suture extrusion for approximately 20 days following the initial procedure. Currently, the pt has a well approximated, well healed wound with some mild induration. There are no other reported pt consequences related to this event.